Manufacturer narrative:
Further information was requested to conduct investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted august 26, 2016.

Event description:
Siemens became aware of the cios alpha system locking up during a case with a patient on the table. The operator was not unable to shut down or reboot the unit. It took the operator 30 minutes to reset the unit and return it to normal use. There are no injuries related to this event.

Manufacturer narrative:
The investigation of the log files showed that the fluoroscopy tried to refresh the displayed image on the screen according to the sub/native mode but it could not access image chain due to the already initiated acquisition sequence. As a result the sdlausl telegrams did not get processed and the machine was frozen. This issue was solved by reworking the handling of the telegram sdiausi for the software version va20. The roll out of the software is performed via an update instruction xp057/15/s (reported under c&r # 2240869-02/26/16-0011-c; z-1278-2016). This report was filed september 13, 2016.